Event description:
It was reported that a user on day three of ilet experienced hyperglycemia after pausing the ilet and not resuming it, while also administering multiple meal doses, with a highest cgm reading of 310 mg/dl over approximately three hours; the system was paired with a dexcom g7 and used an inset infusion set on the leg, and there were no alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the issue as a use-of-device problem, with the specific component not further characterized. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.